Event description:
During injection of tpa, it was reported that the catheter broke near the proximal shaft.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).